Event description:
It was reported that the switch emitted sparks.

Manufacturer narrative:
It was reported the switch emitted sparks. We were unable to duplicate the event and found no defect with the performance of the unit. However, the condition of the pad itself made it unsuitable for repair and showed considerable evidence of misuse on the part of the consumer.